Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that the insulin pump had motor error or motor position encoder error. The customer¿s blood glucose level was 171 mg/dl. Customer was able to clear the alarm. Customer was able to rewind the insulin pump. Customer stated drive support cap appeared to be normal. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.